Event description:
Information received with return of the explanted device notes there was about 10 seconds of no output after a ventricular threshold test. The patient was asystolic, pre-syncopatic and 100% pacemaker dependant. Telemetry could not be established with the pacemaker.